Manufacturer narrative:
The initial submission of this event was reported under MFR report number 2916596-2018-00926. Approximate age of device- 1 year and 3 months. Manufactures investigation conclusion: the reported low speed/flow alarms and pump stop event were confirmed via the submitted log file. The submitted log file captured low speed/flow alarms and a pump stop event on (B)(6) 2018 at 13:37 while the device was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed/flow alarms, as well as the pump stop event, cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(4) 2018. Approximately 18 inches segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern (figure 4). The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, driveline fault alarms were reported and the patient received a pump exchange on (B)(6) 2018. The account communicated that pump would not be returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that during a clinic visit, a pump stoppage occurred when the patient¿s white power lead was connected to the power module from battery clip. The patients vad system was then connected to batteries without incident. The vad system was then connected to a power module using an ungrounded patient cable and device interrogation confirmed a pump stoppage. The patient was reported to be symptomatic at the time of the pump stoppage event. Technical services reviewed the submitted log file which contained data from 02feb2018 to (B)(6) 2018 and observed a pump stoppage on (B)(6) 2018 at approximately 13:37. This event occurred when the white power cable was disconnected from battery power and connected to the power module. A short to shield condition was suspected. X-ray images submitted were unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Approximately 17 inches of the external driveline was replaced. Post repair, no issues were observed after the patient¿s vad system was connected to a power module using a normal patient cable. On (B)(6) 2018, it was reported that the patient underwent a pump exchange due to additional driveline fault alarms after the replacement was completed. The patient is reported to be doing well and in stable condition. No additional information provided.